Manufacturer narrative:
(B)(4).

Event description:
It was reported that while stimulation was turned on the pt had tingling/vibration in her left leg and thought it was the device. The pt thought she might have dystonia. The pt reported that she had an infection, possibly a bladder infection. Later it was reported that while stimulation was turned on and off there was a pain down the left leg. The pt was able to be re-programmed and addressed some of her concerns. The left lead was removed during the last surgical procedure and therefore was not responsible for the pain she was feeling down her left leg. The healthcare provider (hcp) suggested that the pt be checked for leg sciatica. Subsequently, it was reported that the pt was willing to have the device removed due to pain in her left side. The hcp believed that the intolerable stimulation was device related. The pt reported a shooting sensation down her left leg and not her right leg. Next, the pt met with a MFR's rep on (B)(6) 2010 and discussed her concerns. The device was not successfully reprogrammed and the pt programmer was not replaced. The pt did not have surgery to fix the problem with the system but would have surgery to fix the program. The surgery date was "soon". A CT scan and myelogram were performed on (B)(6) 2010 and were negative. Another CT scan and myelogram were performed on (B)(6) 2010 along with x-rays which were all negative. On (B)(6) 2010 an electromyelogram was done and was negative. On (B)(6) 2010, the pt discussed removal of the device with their hcp. Additional info received reported the pt sought chiropractic help but could no longer afford it and had begun physical therapy. A metallic taste was reported. The pt was concerned that the left lead was left behind however several imaging tests were done to confirm that no part of the lead was left behind. The device was explanted.